Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusions code: - conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was no data displayed from the cuvette, and then an error message appeared reading hematocrit/saturation disconnect at cuvette. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is md-12/08/2015-004-c. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 27, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information). (B)(4). The actual sample was not returned for evaluation. The affected product's lot information was not provided; therefore, a review of the device history records could not be performed, nor could a retention sample be evaluated. This event is associated with the voluntary safety alert distributed by terumo on december 8, 2015, 1124841-12/08/2015-004-c, and it was confirmed in other events that are also associated with this safety alert, that during these other events it is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, (B)(4). Although the magnets may have caused the reported issue, a definitive root cause could not be determined, and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.